Manufacturer narrative:
On 6/18/2019, the mentor failure analysis lab received the device for evaluation. The device was identified to be a non-mentor breast implant. As a result, no further investigation will take place. This event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with an unspecified mentor gel breast implant and experienced device rupture (side unknown). The rupture was discovered during explantation on (B)(6) 2019.